Event description:
It was reported that during device preparation and prior to use the xience xpedition stent delivery system (sds) protective sheath was removed; however, the distal part of the stent implant was noted to be stretched. The device was not used. There was no patient involvement. No additional information was provided. Return device analysis revealed the stent implant was stationary on the balloon; the proximal end of the stent implant was mislocated on the balloon 2.5 cm distally to the proximal balloon marker.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for analysis, stent damage was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.